Manufacturer narrative:
(B)(6).

Event description:
The customer reported there was a noise like resonance sound occurred in the blower. The device was in use. The unit was swapped out for another one, there was no patient or user harm reported. The customer stated when the unit was being run and a circuit connection portion was blocked, the noise was duplicated. The noise was not duplicated when a v60 with no failure operated, so a failure was suspected. The field service engineer (fse) adjusted the position of the vibration-proof ring and the issue was resolved. The unit was tested, and it was returned to service.